Manufacturer narrative:
The device was received in the not deployed position. The download data indicates that the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in completion of the second priming sequence without the needle deploying. Inspection of the device found the commutator cap to be contaminated. During the rerun the false opening replicated confirming that the contaminated caused the false transitions. The contamination was confirmed as the route cause, preventing the proper deployment of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy at pod activation. The patient's blood glucose level rose to 170 mg/dl.